Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, while loading the lens in the cartridge, the haptic was twisted and deformed, with no patient contact. The procedure was completed on the same day with a different diopter, different model, same company replacement lens. Additional information has been requested.